Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v019785, implanted: (B)(6) 2007, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3487a-56, lot# v020232, implanted: (B)(6) 2007, product type: lead. Product ID 377875, lot# v016551, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. Some electrodes were out of range greater than 10,000 ohms. The clinical diagnosis was not applicable. The outcome was unresolved with no further action planned. Interventions included reprogramming. The diagnosis methods included interrogation/device data. The first 4 of 29 electrodes were out of range, too high. The etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as related to the leads which were connected to the ins. Relevant medical pain included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.